Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0504 - leak / splash. Patient problem code: f24 - insufficient information.

Event description:
Syringe began leaking from the plunger rubber seal whilst in use. Would you be able to mention what is the maximum pressure that can be applied on these syringes¿ plunger? I have noticed that the syringes begin leaking from the plunger rubber seal if excessively pressed, but I am not able to measure the applied pressure/force.